Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns barrel cracked. The following information was provided by the initial reporter: material #:304657. Batch#:4319005. Verbatim: rcc received a complaint via email. Medline complaint #: (B)(4) defect description: syringes are faulty - burst or cracked along the barrel during use, despite no excessive pressure being applied medline part #: (B)(4) product description: syringe 10ml ll bns / syringe 20ml ll ns vendor part #: (B)(4) lot #: 4319005 / 2501002 date reported: 8/25/2025 sample received: no.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.